Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients hemoglobin dropped to 7.7 on (B)(6)2020 with no signs of overt bleeding. Patient underwent a small bowel enteroscopy which no evidence of upper gastrointestinal bleeding. Patient is on advance diet after procedure and is being monitored for bleeding/symptoms. International normalized ratio around 2. The low flows that patient experienced were thought to be related to start of short to shield. The low flows resolved and the patient is currently using an ungrounded cable. No further driveline fault/low flow alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline faults and low speed advisories on (B)(6) 2020. Patient has had issues with gastrointestinal bleeding and low international normalized ratio. Log file analysis showed a single low flow event on (B)(6) 2020. In addition, the data showed multiple pulsatility index events occurring throughout the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of submitted log files confirmed low speed events, driveline faults, pump power and flow elevations and a low flow alarm. A specific cause for the reported low flow event as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported gi bleeding, as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient had a driveline fault and low speed advisory alarms. The submitted log files contained data from 25jul2020 at 15:07:55 to 28jul2020 at 9:59:43 and from 08aug2020 at 13:13:13 to 11aug2020 at 10:51:06. The pump fixed speed was set at 9000 rpm with a low speed limit of 8600 rpm for the duration of the captured data. On (B)(6) 2020 at 0:58:17 to 5:38:42 there were pump power and flow elevations that ranged from 7.0-15.4 watts and 5.9-12.0 lpm. On (B)(6) 2020 at 0:58:17 to 0:58:58 there 5 captured low speed advisories due to the pump speed dropping below the low speed limit of 8600 rpm. Additionally, on (B)(6) 2020 at 5:19:03 and 5:19:26 there were 2 driveline fault alarms captured. On (B)(6) 2020 at 9:40:14 there was a captured event where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 1 low flow hazard. A specific cause for the low flow event cannot be conclusively determined. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, driveline faults and elevated power and flow events cannot be conclusively determined. The submitted x-rays revealed an area of shield breakdown near the driveline exit site. Additionally, there was a kink in the driveline adjacent to the metal connector/driveline bend relief. There were no other areas of concern. The patient was placed on an ungrounded patient cable and had no further speed drops. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The heartmate ii lvas instructions for use (IFU) and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow hazard alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26jun2015. The current heartmate ii lvas, rev. H, discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). This IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is the current heartmate ii lvas patient handbook, rev. G, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. This document contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. Additionally, this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.